Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A review of the downloaded share log was performed, and a pair new transmitter alert was found within the investigation window. The allegation was confirmed. The probable root cause is a defective transmitter. In addition, a failed transmitter error was found in connection to the reported allegation. No injury or medical intervention was reported.